Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported on (B)(6) 2014 that the customer had air bubbles in the reservoir; customer changed the infusion set and the bubbles did not persist after the infusion set change. It was reported that the customer is still experiencing the same air bubble issue. It was stated that they have used a reservoir from a different lot number and issue persists. Insulin is stored at room temperature. It was stated that bubbles are small, but it is affecting the insulin delivery and cause his blood glucose to rise. Blood glucose value was 317 mg/dl earlier and the current value is 107 mg/dl. Customer declined to troubleshoot. Nothing further reported.